Event description:
Boston scientific received information that this right ventricular (rv) lead had migrated and there was loss of capture (loc). This rv lead was successfully revised with no adverse patient effects to be reported.

Event description:
Subsequently, additional information received from the local sales representative states that this patient had presented to the emergency room (ER) with syncope. Prior to the lead revision procedure, a fluoroscopic was examined and it was noted that the right atrial (ra) lead had pulled back and the slack was also gone out of the atrial lead. The physician suspected that the patient had twiddled with their device. During the procedure they were able to get the slack back in the ra lead and successfully reposition the rv lead. There were no adverse patient effects from the procedure.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.